Event description:
Our hospital is seeing device issues when using either the bbraun infusomat space pump IV set (ref 490102) or the bbraun secondary IV set (ref v1921). We are seeing the medications either backflow into the primary line or rapidly infuse. We believe that a check valve is not performing as intended in certain lots of these sets. Bbraun infusomat space pump IV set tubing lot # 0061929620. Tubing backflowed into primary line. Chemo medication bortezomib (velcade) 2.75 mg in sodium chloride 0.9 %. Ref report: mw5156429.